Event description:
Related manufacturer reference number: 2017865-2024-01912. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was failing to capture. The right ventricular lead was repositioned. During the surgery, the slack had been pulled out of the atrial lead. The atrial lead was explanted and replaced. The patient was in stable condition.